Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient being treated for drowning, the device was unable to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device history log provides evidence of the customer report. Review of the log indicates that CPR stat pads were not used with a ECG cable to obtain an ECG signal in pacer mode. An ECG cable is required to be used in order to view ECG while delivering pace therapy through electrode pads. The device was recertified and returned to the customer. No trend is associated with reports of this type.